Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found a low battery. No device anomalies were observed.

Event description:
It was reported that the external pulse generator (epg) failed to pace, although the power was "on." The epg was replaced. No patient complications were reported as a result of this event.